Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 15-sep-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the end of the nasogastric (ng) tube broke off inside the patient. The clinicians were able to remove all the pieces of the broken device.